Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also identified overinfusion due to an undetermined cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was doing okay and was receiving effective therapy. It was stated that the patient and hcp said that no alerts occurred, and did not hear an alert. The alert-interval was 30 minutes. The suspected cause of not hearing these alerts was not provided.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, 12mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A motor stall occurred. The patient experienced increased pain. It was stated not "pump-alerts" occurred (interpreted as no pump alarm heard). There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included reprogramming of the pump. The pump was replaced on (B)(6) 2017. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/anticipated.